Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, a phlebotomist working at a nursing home used a 23 gauge bd push button butterfly. When she pushed the button the blood leaked out the butterfly and caused an exposure to herself from the 25 gx 1 in. Bd preset¿ syringe with attached needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Rationale: based on the investigation, a root cause could not be determined. Conclusion: based on the investigation, a root cause could not be determined.